Event description:
Bd saf-t-intima catheter inserted without difficulty into the vein. As the rn removed the needle from the tubing, metal protruding sliced the tubing between the catheter and the hub connection, cutting it open. The integrity of the tubing was destroyed and the catheter had to be removed from the patient. New IV catheter was inserted. A different IV type was used to restart the catheter after device failed.